Manufacturer narrative:
Multiple attempts were made to obtain additional info regarding the event and multiple requests were made to have the customer return the product involved in the event. The unit has not been returned and therefore, an eval of the device involved in the event could not be performed. The safetynet trend and software info was made available for review. Per the system configuration info the system was running in central monitoring mode. Per the trend data, the system was monitoring and generating alarms on the safetynet view during the period in question as designed. If new info is obtained, a follow up report will be submitted.

Event description:
It was reported by the customer that a pt died while being monitored on the pt safetynet system during the night. The pt was admitted tint the system and the alarms were noted as active at the nursing station as well as the bedside. Info was made available to masimo on 9/23/2014 that the pt suffered an embolism that caused alarms on both the view and the bedside monitor.